Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the pcoip client. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cart monitor rebooted itself yesterday. The surgeon was using the main cart monitor and had no issues with the main cart monitor. The camera cart came back online and no further issues occurred. Later the issue could not be recreated, but it was requested that the pcoip client be replaced as the site has shown some concerns regarding system reliability. No patient present.

Manufacturer narrative:
Additional information: the pcoip client was returned to the manufacturer for analysis. Analysis found that the logs indicated a software reboot at 3 hrs 30 mins and 1 hr 57 mins. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.